Event description:
The customer reported a leak of blood and diluent mixture from the probe of the unicel dxh 800 coulter cellular analysis system. The customer indicated that approximately 1 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that a broken fitting at the bottom of the probe wash block. The fse proceeded to replace the probe wash block and no further leaks were observed. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the leak is attributed to a broken fitting at the bottom of the probe wash block. (B)(4).